Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The physical resistance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. A cine of the procedure was received and reviewed by an abbott vascular clinical specialist who concluded that the cause of the separated tip cannot be determined but the separated tip is confirmed. It should be noted the hi torque guide wire instructions for use (IFU, warnings section) states: do not push, auger, withdraw, or torque a guide wire that meets resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified lesion in the mildly tortuous mid right coronary artery (rca), a hi-torque (ht) balance middleweight (bmw) universal 190cm guide wire was intended for advancement into the rca, but was inadvertently advanced to the marginal side branch of the rca with some resistance felt, but no excessive force applied. During withdrawal, resistance was felt against the vessel, force was applied, the tip of the bmw separated, and remains in the side branch while the rest of the bmw was retracted from the anatomy. As the tip was located in a small vessel and its ostium had been stented, there was no attempt to retrieve the separated tip from the anatomy and no additional treatment was performed. The patient was closely observed for two days and is reportedly doing well with no adverse patient sequelae. This issue did not cause or contribute to a clinically significant delay. The procedure was completed using another unspecified guide wire. No additional information was provided.